Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported low flow alarms could not be conclusively determined through this investigation, however; the account later indicated that the alarms resolved through placement of the rvad. It was reported that blood flow of greater than 2.5 liters per minute could not be achieved and low flow alarms were observed during the initiation of heartmate 3 left ventricular assist system (lvas) support and weaning of cardiopulmonary bypass (cpb). Logs files were obtained, but were not received. Upon follow-up, it was reported that the patient was put back on cpb treatment for right ventricular assist device (rvad) placement. Additional information was later provided by the account, indicating that the alarms resolved through the placement of a right ventricular assist device (rvad). The patient reportedly remained in the intensive care unit (ICU). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit, and a 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5, "alarms and troubleshooting," of the current heartmate 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the initial hm3 implant, upon initiation of the hm3 support and weaning of cpb (cardiopulmonary bypass) the team was unable to get above 2.5 lpm of flow on the hm3. Troubleshooting measures were discussed as well as the normal clinical operating speeds. Log files were obtained, however, not received. Upon follow up, the patient was put back on cpd for rvad placement. It was noted that the red heart alarm resolved after the rvad (right ventricular assist device) was placed. The rvad was not planned but was anticipated. The patient was still in ICU (intensive care unit) care. No additional information was provided.